Event description:
It was reported that there was particulate matter inside the balloon of the small volume intermate. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured august 28, 2014 to september 3, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed white particulate matter floating in the fluid inside the bladder. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.